Event description:
Patient underwent right total knee arthroplasty in 1996. Revision surgery to replace all components performed in 2005. Medical records indicate loose. Painful right knee instability and component wear.